Event description:
It was reported that the pt is experiencing pain in his knee. No revision has been scheduled.

Manufacturer narrative:
At this time, very little info been provided. Should add'l info be made available which would further this investigation, this report shall be update.